Event description:
It is reported that the pt was revised for destruction of the poly inlay and loosening of the patella and of the tibial component. Metallosis following subluxation of the inlay.

Manufacturer narrative:
This report will be amended when our investigation is complete.